Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: shut off on own the probable root cause/s could be a bad mainboard and/or led module. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.